Event description:
A malfunction alarm with code malf 16 was reported, and the pump could not be reset successfully, leading to recurring issues. The impact on the customer's blood glucose level was unknown, as the customer declined to answer whether the level exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump, but as the issue persisted, it was decided to replace the pump. The customer reverted to an alternate method of insulin therapy.